Event description:
Patient stated that 9 v-go's over the last 2 and half weeks have had the needle button release before the end of the 24 hour cycle. Patient stated he applies the v-go near 4am to 6am and that the events occur by noon that same day. Patient stated he purposely applies the v-go with the needle release button toward the floor, to prevent triggering the needle release button accidentally. Patient discarded the v-go's in this report.